Manufacturer narrative:
Initial and final MDR (B)(4) -device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced seven infusion set kinked cannula's on (B)(6) 2024. The issue was observed within three hours of insertion. The site of insertion was upper buttocks/hip area. Patient used multiple daily injection each time to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.